Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A 3x11 cr tibial trial insert cracked when trying to insert it with the real implants in place.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: "the fracture occurred in fast fracture through the center of the device. The origin was found to be inside the material at the interface between the first and second injection molding shots." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other events for the lot referenced. Conclusions: a material analysis has been performed and concluded: "the fracture occurred in fast fracture through the center of the device. The origin was found to be inside the material at the interface between the first and second injection molding shots." A CAPA investigation was initiated for the reported failure mode. The investigation concluded: the parts are injection molded by mack medical. Sample parts were pulled from fg. Lack of fusion areas were observed between the first and second shots of the two-shot trials.

Event description:
3x11 cr tibial trial insert cracked when trying to insert it with the real implants in place.